Event description:
Explant report for a replacement generator of a lead dysfunction. The terminal end of the sense pace lead is bent and was unable to be inserted into the ICD. No other info was provided.